Manufacturer narrative:
H3: product analysis of ins; s/n: (B)(6); found that the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who is implanted with a neurostimulator (ins). It was reported that the manufacturer representative was seeing a recharge message screen on the day of the report that stated something like recharging interrupted or terminated. The recharger did not have any bent or broken pins and there were no cable issues. The message resolved, and was not displayed any longer. There were no patient symptoms or complications reported. Additional information was received from a patient. It was reported that patient called back and he never had the rtm cord replaced but it was continuing to have the same connection trouble that he reported initially. Patient received the new rtm and had been trying to go through prm but had been doing that for two hours and still unable to charge with his external equipment. No patient symptoms were reported. Additional information was received from the patient via the rep and it was reported that the rep cannot communicate with the ins using the patient controller or recharger, clinician tablet, or a second controller and recharger. The rep started the passive recharge function process and then wanted to do a disable device because he said that the patient had been using the passive charge mode for hours on the day prior to the appointment. The patient indicated that he had been attempting to charge the ins for an entire da y and he expressed frustration with the process. The rep had the patient run through the disable device function over the phone prior to the appointment. The rep went through the disable and re-enable function and the controller still displayed the no device found message. He will continue charging with the patient. At the time of the call the caller was using the programmer and recharger that belonged to the rep. The patient started having this issue on july 29th. The rep tried their personal controller/recharger for 3 additional passive recharge cycles with no response and patient it tried it 8 hours before that with their own equipment. He confirmed they did disable device once with patient's equipment and twice with their equipment with no success. He stated patient isn't obese, the ins is "right there" and they used antenna locate which showed 100 and is detecting metal. He spoke with the healthcare provider (hcp) and they are moving forward to get patient scheduled for ins replacement. No date is scheduled.

Event description:
Additional information was received. Manufacturer representative reported the event was resolved. No further complications reported/ anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.